Event description:
It was reported that the peel-away sheath does not split properly. The result is the sheath is splitting to the side of the markings. There is no further info on this event. There was no medical/surgical intervention required. There was no consequence to the pt. There was no reported pt death.

Manufacturer narrative:
(B)(4). Device eval: one peel-away sheath was returned for eval. The sheath did not peel on one of the score lines starting at the hub and extending 5 cm at the distal tip of the sheath did not peel, but had one split in it. There were no relevant findings in the sheath inspection records for this lot. The report of difficulty peeling away the sheath was confirmed through visual inspection of the returned sample. The potential cause of this issue is supplier related since the sheath is a purchased component. This issue was previously investigated by the supplier under a scar and corrective action was taken 03/27/2009. The sample on this complaint was mfg before the corrective action.